Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm; however, no occlusion was found. The patient left the facility, and the pump did not alarm to alert the patient and as a result the patient did not receive the dose. There was no injury reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported upstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.